Manufacturer narrative:
Investigation summary: six loose 10ml syringes were received in a zip lock bag without any packaging. A note included in the bag claimed the samples were representative and unused. The syringes were visually evaluated. The plungers and stoppers were in bottom out position and based on evaluation syringes appeared to be unused. No visual defects were observed in any of the 6 syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All 6 syringes were tested for leakage at luer and leakage past stopper per procedure. All samples passed the test with no leakage observed. The reported defect was not identified in the samples received.

Event description:
It was reported that the 5 of the bd syringes with the luer-lok¿ tip leaked and caused air to enter inside.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 5 of the bd syringes with the luer-lok¿ tip leaked and caused air to enter inside.